Event description:
The customer reported the cuff had leakage caused by incorrect sealed border of the pilot balloon near the inflation line. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.